Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Broken and leaking. Confirmed complaint: broken insulator tube and defrost trigger. Loose n2o nipple. Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint- (B)(4).

Event description:
Broken and leaking. Confirmed complaint: broken insulator tube and defrost trigger. Loose n2o nipple. Repair order (B)(4). 1216677-2021-00282 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation x-inspect returned samples. Analysis and findings; distribution history: the complaint product was manufactured at csi on 02-07-11 under work order (B)(4) and sold on 02-25-11. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. There are additional instances of broken tubing, triggers and loose n20 nipples. These conditions are usually attributed to impact damage or wear and tear. Product receipt: the complaint product (p/n 900001, s/n (B)(6)) was returned on 10-21-21. The serial number of the returned product matched the serial number reported. Visual evaluation: visual examination of the complaint product revealed physical damage. The unit was found to have a broken insulator tube and defrost trigger. Functional evaluation: complaint product was functionally evaluated and found not to function properly. The unit was damaged and had a loose n20 nipple. Was the complaint confirmed? Yes. Root cause: while no definitive root cause could be reliably determined, the potential cause may be a combination of wear and tear due to the age of the unit as well as impact damage. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.